Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint was confirmed. A visual inspection found a setscrew mark on the electrode #16, and some cables are fractured and exposed after the retention sleeve. Impedance measurement revealed 13 out of 16 channels are open. Visual/x-ray inspections found that the fractures occurred at several kinked sections of the lead body where a clik anchored, and no cables are exposed. (B)(4) device evaluation indicated that impedance measurement revealed all channels are open. Visual and x-ray inspections found the cable fractures at the kinked sections of the lead body where a clik anchored, and no cables are exposed. (B)(4) device evaluation indicated that the splitter passed all tests performed and no anomalies were found. (B)(4) device evaluation indicated that the splitter passed all tests performed and no anomalies were found.

Event description:
A report was received that the patient was having high impedances. It was noted that one lead had fractured and one lead had frayed. The patient underwent a revision procedure wherein the leads and splitters were replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was having high impedances. It was noted that one lead had fractured and one lead had frayed. The patient underwent a revision procedure wherein the leads and splitters were replaced.

Manufacturer narrative:
Additional information was received that the patient was able to charge her ipg without any difficulty.

Event description:
A report was received that the patient was having high impedances. It was noted that one lead had fractured and one lead had frayed. The patient underwent a revision procedure wherein the leads and splitters were replaced.